Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: the last recorded basal delivery was on (B)(4) 2016. The last recorded bolus delivery was a 13.2u bolus on (B)(4) 2016 at 11:51. The pump history showed that the pump was manually suspended on (B)(4) 2016 at 13:08 and manually resumed at (B)(4) 2016 at 14:25. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Unrelated to the initial allegation, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had been hospitalized with diabetic ketoacidosis (dka) earlier in the year. The reporter did not provide any blood glucose values or symptoms of hyperglycemia aside from the allegation of dka. The reporter was unable to provide any details about treatment received while at the hospital. Customer technical support attempted to contact the reporter for additional information, but was unsuccessful at the time of this report. This complaint is being reported based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.